Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2007, (left side was reported in a separate complaint). Patient has experienced pain and discomfort in both hips. There is no mention of revision on patients right side. Doi: (B)(6) 2007 - dor: unk (right side). Patient is a resident of (B)(6). Update: (B)(4) 2012 - plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).